Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an interventional procedure. During use, the starclose became stuck. Surgical intervention was necessary to remove the system from the patient's artery. Closure was achieved with surgery. The current condition of the patient is unknown.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.